Event description:
It was reported the switch-case developed a melted spot. Examination of the internal components of the switch revealed the circuit board had shorted out, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.